Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by (B)(6).

Event description:
During a review of investigation findings from lirc it was identified patient underwent a revision procedure on (B)(6) 2017 due to end of growth. During a review of investigation findings from (B)(6) it was identified that there was a large amount of debris in the housing tube and cold welding between screw and telescopic rod. No other information in relation to patient has been reported.